Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were malformed. Completed with the same like product. There was no patient consequence.